Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values the day after the sensor was inserted into the abdomen. The patient was experiencing dizziness and ¿felt sick¿. The patient¿s cgm had been running 400 mg/dl for several days while the bg meter was reading ¿around 200 mg/dl¿ (despite calibrations by the patient). On (B)(6) 2023, the patient¿s mother took the patient to the hospital. At the hospital, the patient¿s cgm was reading ¿around 300 mg/dl¿ mg/dl while the bg meter was reading 219 mg/dl. The patient was treated with insulin and ibuprofen. The patient was discharged home after 1 day in the hospital. The patient had a cough but was feeling better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0712 cough.